Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: the following allegations have been investigated: difficult to remove, anxiety, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4)devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt) of the left lower extremity and contraindication for anticoagulation; followed by an unsuccessful retrieval attempt (B)(6) 2012. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava". Per the (B)(6) 2012 filter retrieval (unsuccessful): "during the procedure, we attempt at entering the right internal jugular vein using cervical and supraclavicular approach, it was very difficult. Couple of times we got into the arterial system, for that reason, we decided to use a venous ultrasound. We would be obtained the ultrasound, at that point the patient became slightly hypotensive and fluoroscopy was done which showed opacification in the upper lung field, for that reason the procedure was terminated. Chest tube was inserted and drained about 350 cc blood. The blood appears to be in the subpleural space. The reason of this hemorrhage not quite clear. It could be subintimal dissection, even though we used mainly throughout". Per the 17may2017 review of computed tomography (CT) abdomen and pelvis without contrast dated (B)(6) 2017: "positive for caval perforation. Superior extent of ivc filter superior margin of l2. Inferior extent ivc filter inferior margin of l3. Seven prongs have perforated the ivc. Maximum perforation of ivc prong is 12 mm. Coronal images no tilt. No sagittal reformatted images were submitted.

Event description:
Additional information has been received. Patient is additionally alleging organ perforation and perforation abutting other organs. I am worried because my filter has perforated outside of my vena cava abutting and perforating other organs. Computed tomography (CT) abdomen/pelvis: "caval perforation: yes. 7 o'clock 9.40 mm grade 2. 9 o'clock 5.90 mm grade 3 extending to the periphery of the duodenum. 10 o'clock 3.20 mm grade 3 extending to the duodenum. 6 o'clock 3.30 mm extending to the l3 prevertebral soft tissues. 4 o'clock 3.60 mm grade 2. 11 o'clock 4.40 mm grade 4 extending into the duodenum. 3 o'clock 3.60 mm grade 4 extending into the duodenum. 6 o'clock 8.50 mm grade 4 extending into the l3 vertebra. 8 o'clock 8.00 mm grade 2. Tilt: no. Migration: no. Pertinent negatives: none. Additional findings: none".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 21dec2020: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012."

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation submitted 25nov2020 is still valid. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 16nov2020: it is alleged that "on or about (B)(6) 2012, [pt] was implanted with a cook celect filter. [Pt] has suffered serious injury as a result of the implantation of the cook celect filter. Specifically, several prongs of the cook celect filter have perforated [pt]¿s ivc."

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: investigation is reopened due to additional information provided. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.